Manufacturer narrative:
H.6. Investigation: three (3) samples were provided by the customer for investigation. The returned samples were visually examined and it was observed that the samples were clogged as light was not able to pass through the samples. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Foreign material (fm) can be introduced to the fluid path during the manufacturing process which could cause the needle to become clogged. All product is automatically checked for clogged needles during the production process. Bd acknowledges that the returned needles were clogged. H3 other text : see h.10.

Event description:
It was reported that bd precisionglide¿ needle was clogged. This was discovered during use. The following information was provided by the initial reporter: needles seems to be clogged. The customer had used the needle only to infiltrate co2. So no drug was used.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. (B)(6). Device evaluated by MFR: a device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd precisionglide¿ needle was clogged. This was discovered during use. The following information was provided by the initial reporter: needles seems to be clogged. The customer had used the needle only to infiltrate co2. So no drug was used.